Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), cubital tunnel syndrome ("cubital tunnel syndrome(the elbow)"), osteoarthritis ("osteoarthritis"), intervertebral disc degeneration ("degenarative disc disease"), spinal stenosis ("spinal stenosis") and scoliosis ("scoliosis"). The patient was treated with surgery (I just have everything removed last thursday). Essure was removed. At the time of the report, the back pain, cubital tunnel syndrome, osteoarthritis, intervertebral disc degeneration, spinal stenosis and scoliosis outcome was unknown. The reporter considered back pain, cubital tunnel syndrome, intervertebral disc degeneration, osteoarthritis, scoliosis and spinal stenosis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: case become incident. New events: back pain, osteoarthritis, degenerative disc disease, spinal stenosis, scoliosis were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), cubital tunnel syndrome ("cubital tunnel syndrome(the elbow)"), osteoarthritis ("osteoarthritis"), intervertebral disc degeneration ("degenerative disc disease"), spinal stenosis ("spinal stenosis"), scoliosis ("scoliosis"), nerve compression ("nerve entrapment"), diverticulitis ("diverticulitis") and pelvic pain ("stabbing pain circled") and underwent cholecystectomy ("cholecystectomy"). The patient was treated with surgery (I just have everything removed last thursday). Essure was removed. At the time of the report, the back pain, cubital tunnel syndrome, osteoarthritis, intervertebral disc degeneration, spinal stenosis, scoliosis, nerve compression, diverticulitis and cholecystectomy outcome was unknown. The reporter considered back pain, cholecystectomy, cubital tunnel syndrome, diverticulitis, intervertebral disc degeneration, nerve compression, osteoarthritis, pelvic pain, scoliosis and spinal stenosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media,pelvic pain female. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content. Event added-pelvic pain female. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), cubital tunnel syndrome ("cubital tunnel syndrome(the elbow)"), osteoarthritis ("osteoarthritis"), intervertebral disc degeneration ("degenerative disc disease"), spinal stenosis ("spinal stenosis"), scoliosis ("scoliosis") and nerve compression ("nerve entrapment"). The patient was treated with surgery (I just have everything removed last thursday). Essure was removed. At the time of the report, the back pain, cubital tunnel syndrome, osteoarthritis, intervertebral disc degeneration, spinal stenosis, scoliosis and nerve compression outcome was unknown. The reporter considered back pain, cubital tunnel syndrome, intervertebral disc degeneration, nerve compression, osteoarthritis, scoliosis and spinal stenosis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event nerve entrapment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.